Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD) was receiving inappropriate shocks. On september 4, 1998, the physician performed an invasive procedure to analyze the system and no 'failures were detected'. The physician elected to implant a new pace/sense lead (ncpi). Subsequently, the patient began receiving inappropriate shocks again. On october 13, 1998, the physician performed another invasive procedure to analyze the system and no 'failures' were observed. The physician elected to explant the ICD and implant a new device. The patient has received no further inappropriate therapy.